Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Patient called asserting injuries allegedly sustained as a result of "trunnionosis" from stryker hip products she received on (B)(6) 2012. Soon after the primary surgery the patient had pain and leg length discrepancy. She was revised on (B)(6) 2017 and at revision surgery allegedly severe corrosion and tissue damage were found.